Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in an endovascular procedure. It was reported the patient was having unknown symptoms. An angiogram was performed which showed no evidence of a leak as per the physician, although it was stated by a radiologist there was a possibility of a type iii endoleak proximally. Intervention was performed approximately 33 months post implant, and an additional valiant stent graft was implanted. Although there was no leak found, but the proximal seal zone was very short so it was decided to place a graft within the existing graft extending the existing graft by approximately 20mm. It was further reported that the patient received a distal extension approximately 10 months later. Replaced a vamf 2828c150tu down to the celiac and it was placed perfectly. It was reported the distal extension was placed to cover an aneurysmal section from the distal margin in the existing graft to the celiac artery. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.